Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation surgery for the femoral trochanteric fracture with tfna. During the surgery, the surgeon could not insert the end cap. It could not be fully inserted. The outcome of surgery was unknown. The patient condition was stable. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1) this complaint involves two (2) devices. This is report 2 of 2 (B)(4).